Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the circumflex artery. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. During the first run at low speed, the crown appeared to jump distally through the lesion. The oad bogged down and the physician turned off the oad. Angiography revealed a dissection in the circumflex artery. The physician removed the oad and guide wire from the patient. The physician attempted to rewire the vessel, but was unsuccessful in doing so. The patients blood pressure dropped and the patient coded.. Emergency measures were taken, but the patient expired during the procedure. Additional information has been requested, but none has yet been received.